Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture within the battery compartment and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The battery cap was fastened and unscrewed a half turn with no reboots. The battery cap was able to be tightened to the pump. Evidence of moisture ingress was found on the battery canister and on the display screen. A leak was found in the battery compartment. The pump powered up to an unresponsive keypad. The pump cover was removed to find further moisture on the power printed circuit board, continuous glucose monitoring module, and keypad flex. The keypad rubber was undamaged and no contamination or damage was found to the button contacts.